Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective photometer. The fse replaced the photometer source assembly to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) patient results on their dxc 600 pro instrument. The results were not reported out of the laboratory; hence ,there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer did not provide data, however, the customer verbally provided an example of the erroneous results.